Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use a bd insyte¿ autoguard¿ bc shielded IV catheter was found with foreign matter as ¿a small clear plastic-like sphere noted on end of catheter when it was removed from the packaging.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Additional information: the initial MDR listed the lot number as unknown, the expiration date as unknown and the manufacture date as unknown. The sample returned gives the missing information. Medical device expiration date: 08/31/2020. Lot # 7249714. Device manufacture date: 09/06/2017. Investigation results: device/batch history record review findings: the lot was built and packaged on afa line 11 from sep 12, 2017 through sep 16, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (including but not limited to) for foreign-non foreign were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Visual analysis observations and testing: received 2 unused 20ga iag units in open packages from lot number 7249714. The units were received as follows: unit 1: received a fully retracted needle barrel assembly with a needle cover. The catheter-adapter assembly was not received for evaluation. Unit 2: a 20ga bc iag non-retracted units with all components present and intact. Visual/microscopic examination: unit 1: no foreign matter was found on the needle or the needle tip, the catheter-adapter assembly was not returned for evaluation therefore, the catheter could not be inspected. Unit 2: no foreign matter was found on the catheter, the catheter tip or the needle tip. Conclusions: no foreign matter was found on any of the components of the units returned for evaluation. Root cause could not be determined. No foreign matter was found on any of the components of the units received for evaluation. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.